Manufacturer narrative:
Correction: the original investigation conclusion did not include investigation of return product. Please refer to the corrected investigation conclusion below: investigation conclusion: the customer's observation was not replicated in-house with retention and return products. Retention and return products were tested with qc cut-off hcg standards. All devices showed positive results at read time and met qc specifications. No false negative results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. The serum quant for the patient was reported as 87 miu/ml. A dilute urine sample may make the hcg quant level much less than the serum levels which may lead to false results. Some patients may test negative early in pregnancy if the urine hcg is below 20 miu/ml. It is recommended that if pregnancy is suspected, a first morning urine specimen should be collected 48 hours later and tested. Because the specimen associated with the complaint was not returned for investigation, a root cause could not be determined based on the information provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Investigation conclusion: the customer's observation was not replicated in-house with retention products. Retention products were tested with qc cutoff hcg concentrations standards. All devices showed positive results at read time and met qc specifications. No false negative results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. The serum quant for the patient was reported as 87 miu/ml. A dilute urine sample may make the hcg quant level much less than the serum levels which may lead to false results. Some patients may test negative early in pregnancy if the urine hcg is below 20 miu/ml. It is recommended that if pregnancy is suspected, a first morning urine specimen should be collected 48 hours later and tested. Because the specimen associated with the complaint was not returned for investigation, a root cause could not be determined based on the information provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
On (B)(6) 2017, the patient went to facility of an iud placement. The patient reported having had sexual contact within the last two weeks. A non-first morning urine sample was collected and the alere hcg cassette produced a negative hcg result at the read time of 3 minutes. However, the customer reported that a positive result developed several minutes later. A serum sample was collected and produced a positive hcg quantitative result of 87 miu/ml. Based on the positive hcg serum quantitative result, the iud was not placed. Troubleshooting was provided to the customer. The customer was advised some patients may test negative early in the pregnancy if the urine hcg is below the 20 miu/ml cut-off, or very dilute urine specimens may not contain representative levels of hcg.